Manufacturer narrative:
The insulin pump was received with no button error alarm. The pump had no button response due to corroded keypad traces. The pump had scratched display window, a bleeding lcd glass and a missing end cap sticker. No moisture damage was noted on electronic assembly or on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of button error and moisture damage from the insulin pump. The customer's blood glucose reading was 190 mg/dl. The mother stated that her daughter kept the pump in her bra all day and it was 90 degrees. The customer stated that the button error did not occur right after the pump was exposed to moisture. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.